Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl due to needing settings adjustments. Customer required assistance from sister who provided honey for the patient to treat low bg and helped patient stand. Customer also consumer carbohydrates and juice to address low bg. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.